Event description:
Healthcare provider (hcp) could not aspirate or fill the pump. They were expecting to receive a drug volume of 14ml, however they could not aspirate or fill the pump. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709, (B)(4), implanted: (B)(6) 2009, explanted: unk.